Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left mentor smooth round moderate profile 350cc saline breast implant, catalog number 3501655, serial number 5538961-047, lot number 5538961 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the left side deflated and issue with the capsular contracture on the right side after implantation. As a result, patient scheduled for removal on (B)(6) 2018. This report is for the right device.